Event description:
On (B)(6) 2012, pt reported he accidentally cracked the case and screen of his infusion device while leaning on a machine at work last week. He switched to his backup infusion device as he was unable to see the insulin delivery amounts on the screen. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.